Event description:
Event description cpi received information that during a routine followup this implantable pulse generator (ipg) system was exhibiting a lead issue. An invasive procedure was performed to evaluate the system. The ventricular lead, model 4269, was found to have a lead fracture. A new lead was implanted. The ipg, model 950 was also explanted with no allegations. On 1/28/97 cpi received a medwatch form that states: 'pacemaker failed to function properly. Malfunctioning pacemaker was removed and replaced with another. Defective pacemaker was returned to the patient'.